Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general),') and blood loss anaemia ('anemia') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), uterine pain ("uterus pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic robotic hysterectomy (full), salpingectomy (bilateral), cystoscopy.). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, blood loss anaemia, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, vaginal discharge and fatigue outcome was unknown and the uterine pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, metorhagia (bleeding b/w periods), gen. Abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6)2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs and mr received - new events uterus pain, vaginal discharge, abnormal bleeding (vaginal) were added. Outcome of menorrhagia updated to recovered / resolved. New reporter, height, medical history, lab data, concomitant drug were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced blood loss anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed/abnormal bleeding (general),"), uterine pain ("uterus pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic robotic hysterectomy (full), salpingectomy (bilateral), cystoscopy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, blood loss anaemia, uterine pain, vaginal haemorrhage, menorrhagia and metrorrhagia had resolved and the abdominal pain, back pain, dysmenorrhoea, vaginal discharge, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, metorhagia (bleeding b/w periods), gen. Abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, hypertension, colposcopy, human papilloma virus infection, mammogram abnormal, dysplasia, amenorrhea, intra-uterine contraceptive device insertion, nabothian cyst, spotting between menses, intrauterine device removal, abdominal bloating, cramp in lower abdomen, breast lump removal nos, weight gain, adenomyosis, mitral valve prolapse, cervix inflammation, hot flashes, vaginal discharge, allergic reaction to analgesics, chronic granulomatous disease, uti, dysuria, iud threads not visible, asthma, ear pain and viral warts. Previously administered products included for an unreported indication: norethindrone and iron. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced blood loss anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed/abnormal bleeding (general),"), uterine pain ("uterus pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic robotic hysterectomy (full), salpingectomy (bilateral), cystoscopy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, blood loss anaemia, uterine pain, vaginal haemorrhage, heavy menstrual bleeding and intermenstrual bleeding had resolved and the abdominal pain, back pain, dysmenorrhoea, vaginal discharge, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, menorrhagia (bleeding b/w periods), gen. Abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: possible endometrial polyps. Probable small fibroid.; on (B)(6) 2017: mildly enlarged uterus that is otherwise unremarkable. Findings most consistent with an iud within the endometrial canal that appears to extend into the fundal endometrial canal. Ultrasound scan vagina - in (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2021: mr received: reporter, medical history, historical drug and lab test added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced blood loss anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed/abnormal bleeding (general),"), uterine pain ("uterus pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic robotic hysterectomy (full), salpingectomy (bilateral), cystoscopy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, blood loss anaemia, uterine pain, vaginal haemorrhage, menorrhagia and metrorrhagia had resolved and the abdominal pain, back pain, dysmenorrhoea, vaginal discharge, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, metorhagia (bleeding b/w periods), gen. Abnormal. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pfs received: outcome of the following events pelvic pain, genital hemorrhage, anemia, and metrorrhagia were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed/abnormal bleeding (general),"), blood loss anaemia ("anemia"), uterine pain ("uterus pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic robotic hysterectomy (full), salpingectomy (bilateral), cystoscopy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, blood loss anaemia, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, vaginal discharge, fatigue and dyspareunia outcome was unknown and the uterine pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, metorhagia (bleeding b/w periods), gen. Abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs received: event dyspareunia added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed') and blood loss anaemia ('anemia') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, blood loss anaemia, menorrhagia, abdominal pain, back pain, dysmenorrhoea, metrorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, metorhagia (bleeding b/w periods), gen. Abnorm. Bleed. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: plaintiff fact sheet received: event injury was updated to events: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, metorhagia (bleeding b/w periods), gen. Abnorm. Bleed and fatigue. Essure implant and explant date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.